Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two years ago.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.